Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 105 (pulse test relay stuck). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and was receiving a service code 105.